Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2026. Patient condition was unknown.

Event description:
New information received noted patient had no consequences.